Event description:
It was reported that the patients pump was explanted due to an infection. It was indicated that there was "a lot of pus around the pocket site." It was noted that the patient was in isolation for 10 days. Two months later, it was decided per health care provider (hcp) to have the pump replaced. It was reported that the cause of infection was due to the hcp leaving a piece of plastic inside the pocket site. It was noted that the event was not due to the pump malfunctioning. The outcome of the patient was not provided. The drug delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump was removed ¿either a couple days or few weeks after implant¿ because the patient was allergic to plastic. The patient does not have a pump implant currently. The pump was removed at queen of the valley hospital. The drug being infused was morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had their pump and catheter explanted in november due to the infection. The patient stated that the pump was taken out and put in five different times. The patient was in the hospital for 15 days and had an intra-arterial catheter (a-line) put in to administer antibiotics. The patient became allergic to the antibiotic. The patient did not want another pump because she was allergic to something.

Manufacturer narrative:
(B)(4).